Event description:
Dexcom g6 sensor inaccuracy: 12:05 pm g6 reading 136, g6 thinks it keeps climbing until 12:30pm reading 173 at this time, finger stick reading at 12:30pm is 128. Dexcom g6 sensor inaccuracy: 1:10am g6 reading 149, 1:15am g6 reading 114, 1:20am g6 reading 84, all the way to 1:50am g6 reading low. Finger stick reading at 1:50am is 150. After calibration, dexcom gives error with no readings saying to "calibrate after 2:04am. At 1:56am g6 reading "sensor error: don't remove sensor. Temporary issue. Wait up to 3 hours".

Event description:
Additional information received from reporter on 11/30/2023 for report mw5148559. Page 2 of 10 dexcom g6 sensor inaccuracy: 9:40am g6 reading 121, 9:45am g6 reading 98 with diagonal arrow down. Finger stick reading at 9:45am is 128. I am definitely not dropping, dexcom is just terribly wrong.

Event description:
Additional information received from reporter on 12/1/2023 for report mw5148559. Dexcom g6 sensor inaccuracy: 6:20pm g6 reading 150, 6:25pm g6 reading 127, 6:30pm g6 reading 79. Finger stick reading at 6:30pm is 143. Dexcom g6 sensor error: g6 reading "sensor error don't remove sensor. Temporary issue. Wait up to 3 hours." After a litany of issues with this sensor I am done, and replacing it. Reference past reports.